Manufacturer narrative:
Patient identifier (B)(6). Device is a combination product. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported that following a coronary artery stenting treatment procedure, the patient experienced restenosis. The target lesion was located in the proximal right coronary artery (rca) with 95% stenosis and was 10 mm long with a reference vessel diameter of 4.0 mm. The physician treated the lesion with pre-dilatation and implanting a 4.0 x 20 mm taxus liberte stent with 0% residual stenosis. The patient was discharged the next day on aspirin and prasugrel. At 253 days post index procedure, the patient presented with unstable angina. Cardiac enzymes were negative and ECG was also negative for acute changes. The patient was referred for cardiac catheterization. Angiography revealed 70% in-stent restenosis of the study stent. Ivus revealed that the proximal area of the inner study stent was not approximating ("incomplete apposition") the older stent, which could have been due to a clot filling the proximal area. At 254 days post index procedure, the distal rca was treated with balloon angioplasty with 20% residual stenosis. Post procedure vessel appearance was lot better both angiographically and on ivus. Post index procedure, the patient developed retroperitoneal hematoma due to pci ((B)(6) 2011). A CT scan (without contrast) of the abdomen and pelvis revealed a moderate sized right-sided retroperitoneal hematoma extending from right groin into right pelvis and terminating below the liver towards the right kidney. A targeted ultrasound of the right common femoral artery and vein revealed no evidence of aneurysm, detectable active bleed or arteriovenous malfunction. The patient was discharged 9 days later.